Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed the bicarbonate buffer test. The sensor passed with accurate readings. A cannula split from the tubing was also found.

Event description:
The customer called in to report a change sensor alert after 2 calibration error alerts. The customer's blood glucose level was unknown. The customer's sensor was replaced and returned.